Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged blocked. The following information was provided by the initial reporter: "customer reported that the safety glide needle has a blockage." 08nov2023. 1. Date of event: the issue slowly revealed over several days from approximately october 15, 2023 through october 30, 2023. 2. How many occurrences of blocked needle? More than 15. 3. Did the clogged needle reach the patient? Possibly. Most were discovered and replaced before reaching the patient as the air was being pushed out of prefilled syringes. One administration of arexvy was lost during attempted administration through the luer lock connection, possibly due to blockage. ¿ what was the patient¿s outcome? I was confident no significant administration occurred in the incident in the previous question, so another dose of the vaccine was used and successfully administered. 4. Was there any delay of, or change in, the course of treatment due to this event? No significant treatment delay occurred. 5. What procedure was being performed? Administration of various vaccines intramuscularly in the deltoid. 6. What medication was used in the procedure? Multiple medications were involved including flucelvax, fluzone, afluria, shingrix, arexvy, moderna spikevax, boosteix, and others. This is our preferred safety needle and we use it extensively.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)- follow up MDR for device evaluation. It was reported the needle has a blockage. To aid in the investigation, three hundred thirty-one samples were received for evaluation by our quality team. Three hundred eight samples came in sealed packaging blisters and thirty-one samples came in opened packaging blisters. Fifty samples were randomly selected for evaluation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Forty-seven samples expelled the solution with a normal flow. The other three samples did not expel the solution; these needles are clogged. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. A device history record review was completed for provided material number 305916, lot 2024137. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 2024137 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.